Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff in united states on 10-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. Sometime following to the implant, plaintiff began to experience symptoms that included, but are not limited to, incontinence, dysuria, painful bloating, irregular and painful menses, heavy bleeding, frequent bouts of bacterial vaginosis, weight gain, loss of libido, sharp stabbing pelvic pains, wood swings, discharge, hot flashes, painful intercourse and back pain. On (B)(6) 2015 plaintiff underwent a hysterectomy and a bilateral salpingectomy, or removal of the fallopian tubes, to try and alleviate her symptoms of chronic pelvic pain. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and following the implant, she had sharp stabbing pelvic pain and heavy bleeding among other non-serious events. Six years later, she underwent a hysterectomy and bilateral salpingectomy. Pelvic pain and genital bleeding are listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and bleedings and that in this case there is no alternative explanation, a causal relationship between these events and essure inserts cannot be excluded. This case is regarded as incident since device removal was required (implied). A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (batch no. 632024) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, myofascial pain syndrome and hypothyroidism. On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced alopecia ("hair loss"). In november 2011, the patient experienced weight increased ("weight gain") and vaginal discharge ("vaginal discharge"). In march 2014, the patient experienced migraine ("migraines"), headache ("headache") and fatigue ("fatigue"). In april 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), rash ("facial rashes") and nausea ("nausea"). On (B)(6) 2014, 5 years 1 month after insertion of essure, the patient experienced abdominal distension ("painful bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal pain ("painful bloating"), menstruation irregular ("irregular and painful menses"), dysmenorrhoea ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), loss of libido ("loss of libido"), mood swings ("wood swings"), hot flush ("hot flashes"), dyspareunia ("painful intercourse") and back pain ("back pain"). The patient was treated with surgery (total laparoscopic -hysterectomy with bilateral salpingectomy.). Essure was removed on 18-apr-2016. At the time of the report, the pelvic pain, abdominal distension, weight increased, vaginal discharge, vaginal haemorrhage, menorrhagia, rash, nausea, fatigue and alopecia had resolved and the genital haemorrhage, incontinence, dysuria, abdominal pain, menstruation irregular, dysmenorrhoea, bacterial vaginosis, loss of libido, mood swings, hot flush, dyspareunia, back pain, migraine and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 156 lbs. There were approximately 4 visible coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on 27-oct-2009: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of product technical complaint. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (batch no. 632024) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, myofascial pain syndrome and hypothyroidism. On (B)(6) 2009, the patient had essure inserted. In (B)(6)2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced weight increased ("weight gain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headache") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), rash ("facial rashes") and nausea ("nausea"). On (B)(6) 2014, 5 years 1 month after insertion of essure, the patient experienced abdominal distension ("painful bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal pain ("painful bloating"), menstruation irregular ("irregular and painful menses"), dysmenorrhoea ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), loss of libido ("loss of libido"), mood swings ("wood swings"), hot flush ("hot flashes"), dyspareunia ("painful intercourse") and back pain ("back pain"). The patient was treated with surgery (total laparoscopic -hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal distension, weight increased, vaginal discharge, vaginal haemorrhage, menorrhagia, rash, nausea, fatigue and alopecia had resolved and the genital haemorrhage, incontinence, dysuria, abdominal pain, menstruation irregular, dysmenorrhoea, bacterial vaginosis, loss of libido, mood swings, hot flush, dyspareunia, back pain, migraine and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 156 lbs. There were approximately 4 visible coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: event abnormal vaginal bleeding, menorrhagia, facial rashes, migraines, headache, nausea, fatigue, hair loss added. Concomitant condition,lab data,reporters,lot number added. On (B)(6) 2018: pfs received:reporters added. On (B)(6) 2018: follow-up 3,4 and 5 processed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up 15-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and following the implant, she had sharp stabbing pelvic pain and heavy bleeding among other non-serious events. Six years later, she underwent a hysterectomy and bilateral salpingectomy. Pelvic pain and genital bleeding are listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and bleedings and that in this case there is no alternative explanation, a causal relationship between these events and essure inserts cannot be excluded. This case is regarded as incident since device removal was required (implied). A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.